Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was noted to not fit properly onto the pump. The customers blood glucose level was not impacted. Reportedly, the cartridge side rails were misaligned. The customer was able to load a new cartridge and resume insulin delivery.